Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: the pump battery compartment was observed to be cracked at the top of the compartment. Moisture was observed in the battery compartment was when the pump was opened, no additional moisture was observed.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that moisture was noted in the battery compartment but there was no noted damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.